Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in clinic for a routine follow up exam. It was attempted to interrogate the device on a programmer that did not have an rf antenna, and was unable to gain telemetry. The wand had all lights but the programmer said unable to locate device. Two other programmers were used that did not have the rf antenna and were unable to gain telemetry. A programmer with an rf antenna was used and was able to gain telemetry. Another programmer was used and the rf antenna was plugged in and that also worked. The patient continued to be monitored.